Event description:
Physician reported capsular contracture baker grade iii on the right side. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contractor is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contractor, baker grade iii.

Event description:
Physician reported capsular contracture baker grade iii on the right side. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: deformation is observed. White calcification is observed. Yellow particles are observed. No further actions are required as the device was implanted.